Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review / investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/ or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2020 during the expert distal locking procedure, the tibia bit was split leaving a 7mm fragment in the patient. This report is for one (1) 4.2mm three-fluted drill bit qc/ needle point/ 145mm. This is report 1 of 1 for (B)(4).